Event description:
Baxter china received a report that an infusor had no flow after filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: one sample was received containing approximately 180 ml of fluid in the bladder. Upon receipt, visual inspection of the sample showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported problem. However, flow was not readily observed at the luer. Forced prime was attempted but still no flow was observed. Microscopic examination of the luer showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary (located inside the luer). No additional observation was noted from the sample. No repair was performed as this is a single use device and it will be discarded.

Manufacturer narrative:
(B)(4). The root cause is due to micro air bubbles inside the lumen of the glass capillary.